Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization on (B)(6) 2016 due to high blood glucose levels. The customer's blood glucose level ranged from 600 to 800 mg/dl. The customer's symptoms included nausea. The customer had a cold and a runny nose. The customer was wearing the device at the time of call; however, it was taken off after being admitted. The cause was diabetic ketoacidosis. The customer was treated with IV insulin and was treating with manual injections. The customer was still in the hospital and declined to troubleshoot due to not having the device nearby. Nothing was replaced or returned for analysis.